Event description:
It was reported that the patient presented for initial implant. During procedure, the implantable cardioverter defibrillator was interrogated and an error message was received. The device was not used and was replaced. The device was reinterrogated post procedure and no error messages were shown. There were no consequences to the patient.

Manufacturer narrative:
The reported event of data problem on the device was not confirmed. The device was returned for analysis. Electrical, mechanical, and longevity analysis was normal with no anomalies found.